Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v650839, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that patient's implantable neurostimulator had been turned off when the patient "came through the airport one time." The patient had been doing "so well," but developed dyskinesia with his right leg. Eventually, the device was turned back on.